Manufacturer narrative:
On 07/14/2015 all devices with (B)(4) from inventory were inspected for any fractures or cracks in the tips. There were no fractures or cracks in the devices in inventory. All devices in inventory from lot number 00122271 were examined. No other reported incidents/complaints for (B)(4).

Event description:
Fenestratred grasper long limited use slotted with micro serrations (B)(4)), tip of the grasper broke off during a procedure and the tip was removed from the patient with no adverse effect on the patient.